Event description:
The information provided to sjm indicated a 29mm epic valve was implanted on (B)(6) 2012 and explanted on (B)(6) 2013. The pt was seen by a physician on an unk date in (B)(6) 2013 and presented with shortness of breath and he was transferred to another hospital. Medical examination and an echocardiogram revealed leakage and turn-over of the cusps. The valve was replaced by another manufactures valve on (B)(6) 2013. The physician reported that calcification and degenerated tissue were not found but there was a tear/hole at the commissural position on the free edge of one of the leaflets.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.